Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated, the outer insulation of the lead was extrinsically breached due to a cut, and the outer insulation of the lead was observed to have blood ingression. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the patient had twiddlers syndrome. It was also noted that there was rising impedance on the right atrial (ra) lead and rising and high impedance on the right ventricular (rv) pace/sense lead, along with high threshold on the right ventricular (rv) lead. A chest x-ray showed twisting of the leads around each other close to the generator pocket. This was confirmed at the time of replacement when twisting the device approximately 6 times uncoiled the leads from each other. Both leads were extracted and replaced. The existing generator remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had twiddlers syndrome. It was also noted that there was rising impedance on the right atrial (ra) lead and rising and high impedance on the right ventricular (rv) pace/sense lead, along with high threshold on the right ventricular (rv) lead. A chest x-ray showed twisting of the leads around each other close to the generator pocket. This was confirmed at the time of replacement when twisting the device approximately 6 times uncoiled the leads from each other. Both leads were extracted and replaced. The existing generator remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 694758, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.